Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 15 events were reported for this quarter. Product return status: 14 devices were received for evaluation. One device was available for evaluation but has not yet been received. Evaluation status: eight events were confirmed during testing. Four devices were found to be affected by corrosion. Four devices were found to be affected by a fracture problem. Six device evaluations are in progress. Product disposition this device is not repairable and was not returned to the user facility. Additional information there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. Twelve events had no patient involvement; no patient impact. Three events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 15 total events were initially reported. 15 previously reported events are included in this follow-up record. Product return status 12 devices were received. 3 devices were not available for evaluation. Evaluation status 8 reported events were confirmed during testing. - 3 devices were found to be affected by internal corrosion. - 3 devices were found to be affected by a fractured bearing. - 1 device was found to be affected by a shattered bearing. - 1 device was found to be affected by a lubrication problem. 4 reported events were not confirmed during testing; however: - 3 devices were found to be affected by internal corrosion. - 1 device was found to be affected by internal corrosion and a shattered bearing.   Additional information 15 devices were not labeled for single-use. 15 devices were not reprocessed and reused.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 7 previously reported events are included in this follow-up record.   Product return status 1 device was received for evaluation. Evaluation status 3 reported events were confirmed during testing. - 2 devices were found to be affected by corrosion. - 1 device was found to be affected by a lubrication problem. 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion and a shattered bearing. 3 device evaluations are in progress. Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.